Event description:
The pt was revised because of pain where distal screw was placed near biceps. The screw was stripped, delaying the case by 20-25 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.